Event description:
It was reported that during implant of the right ventricular (rv) lead the helix would not extend and retract correctly. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual summary of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.